Event description:
Ongoing problems with her interstim device. She has urinary retention and fecal incontinence. The device initially worked well, but she has gradually developed pain in her low back and right lower extremity when the device is on.